Manufacturer narrative:
E1. Full establishment name: (B)(6). To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the hf unit "esg-400¿ displayed error code e433 and that the foot pedal was not activated when pressed. The issue occurred during a routine check of the device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer reported that the device displayed error code e433 and that the foot pedal was not activated when pressed. Based on the investigation, olympus confirmed the reported e433 error code and determined the cause was due to a faulty motherboard. Additionally, it was determined the foot switch would not activated when pressed and was caused by faulty hvps (high voltage power supply). A definitive root cause of the faulty circuit board and power supply could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).